Manufacturer narrative:
Powerchair was not returned to pride; dealer provided service and evaluation. Not a product problem; user error. The provider advised the user to contact a doctor; doctor prescribed use of leg rests with powerchair.

Event description:
Granddaughter reported that the end user allegedly fractured her big toe on a kitchen cabinet while operating the powerchair. The user did not pursue medical attention and does not wear shoes when operating the powerchair. The event was reported as user error.